Event description:
The advocate stated the customer received a blood glucose reading of 37mg/dl on the contour next link, retested with a different bottle of test strips and on a different meter. The readings were 215 and 208mg/dl, the difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.